Event description:
(B)(4).

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. The device was repaired locally by replacing the power supply board. Without the device being returned back for investigation, this complaint cannot confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.